Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the fiber tip was slightly degraded. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and only a small amount of light was coming through. There was no damage along the body of the fiber. The condition of the returned device would cause the device to emit no energy during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on march 19, 2018 that a flexiva 200 laser fiber was used during a ureteroscopy and laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium 200 watt laser. According to the complainant, during procedure and outside the patient, it was noted that the laser fiber did not function after it was plugged into the laser unit. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there were debris on the fiber face within the sma connector.